Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v605118, implanted: (B)(6) 2011, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v787091, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The friends and family of the patient reported that the patient fell off of a ladder on (B)(6) 2015 and hit the left side of his head. The patient was taken to the hospital where a CT scan was performed. The patient felt tingling on his whole right side. After the patient's device was turned back on they felt shocks on their whole right side which eventually subsided. There was no return of symptoms with the therapy off. When the patient's friend/family first connected with the patient programmer the therapy was already off when they hadn't turned the therapy off. The therapy was turned back on and was okay but there was no ability to adjust stimulation. The indication for use (IFU) was parkinsons dual.